Manufacturer narrative:
The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2009 at (B)(6) medical center in (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Evaluation - the device was not returned to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no evidence to suggest the device was not manufactured t specifications. No evidence to suggest a device failure. If additional information is received, the report will be reopened for further investigation. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2009 at (B)(6) center in (B)(6) by (B)(6), md. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve, embedded, shortness of breath'. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to the specifications or that the filter did not perform as intended (e.g., the prevention of recurrent pulmonary embolism via placement in the vena cava in the situations described in the instructions for use. Unknown if the reported shortness of breath is directly related to the filter and unable to identify a corresponding failure mode at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/18/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right femoral vein due to pre-surgical prophylaxis for dvt. Plaintiff is alleging device is unable to be retrieved, device embedded in vena cava, and shortness of breath. Patient alleges unsuccessful attempted retrieval on (B)(6) 2010.